Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments. Analysis noted that the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant product: ddbc3d1 ICD, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) system was explanted due to bacteremia. No further patient complications have been reported as a result of this event.